Event description:
International affiliate reports shunt was implanted 2002. Three MRI's performed since that time. One day after the 3rd MRI, the pt's condition deteriorated, the valve function was checked, and it was not moving from 30mm. The following month, the valve was explanted and replaced with the same type of shunt.